Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe appeared to be damaged during a procedure resulting in the visible blood. It was processed after the previous use without any issues, passed inspection, and was successfully high-level disinfected. The device appeared to be compromised during/following a diagnostic bronchoscopy. It was reported that the probe will need to be retired. There is no evidence to support the probe was contaminated prior to this procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be stablished. Olympus will continue to monitor field performance for this device.